Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was 371 mg/dl. Customer declined troubleshooting. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No unexpected excessive no delivery alarms noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.